Event description:
A pt in (B)(6) was undergoing a dialysis treatment that involved a polyflux 170 h dialyzer. Following an "air in venous line" alarm that could not be resolved, the nurse returned the content of the extracorporeal circuit to the pt. The nurse noted that the blood in the circuit appeared dark and clotting was suspected. Following the blood return, the pt became flushed with nausea and vomiting with complaints of headache and severe right sided chest pain. The pt was treated with glyceryl nitrate spray, oxygen, and administered an aspirin. The pt was transported to the hosp and hospitalized for ten days.

Manufacturer narrative:
Bicart product involved in this incident was discarded and not available for investigation.